Manufacturer narrative:
No product was returned for evaluation since it was unable to be confirmed if device had been axposed to category a disease. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this pressure monitoring set, it was found that the pressure line tubing was disconnected from dpt housing. The patient did not lose blood, there was just reflux into the tubing stopped immediately by clamping. As per troubleshooting, a new device was used without issues. This incident had no clinical consequences for the patient but exposed him to the risk of massive bleeding. The device is not available for evaluation.

Manufacturer narrative:
Four images were provided for review. Based on the image evaluation performed the report of "pressure line tubing was disconnected from dpt housing" was confirmed. Pictures showed a pressure monitoring set in a plastic bag. What appeared to be blood was visible in the pressure tubing. From one image the pressure tubing appeared separated from pressure line female connector which remained connected to zero-stopcock. Straight and even end of the pressure tubing suggested that pressure tubing got detached from female connector. IV tubing was also noticed cut. Mating cut IV tubing with drip chamber was not visible in provided picture. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed.

Manufacturer narrative:
Based on further engineering investigation, the cause of the reported issue can be concluded to be related to manufacturing and inspection process. An acknowledgment has been provided to the manufacturing personnel.